Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter's blue (venous) luer adapter had a hairline crack and a leak. The catheter was not repaired and tego was not utilized. The insertion site was treated with chloraprep prior to product replacement. No instrument was used to loosen or tighten the device. There was no patient injury.